Event description:
Patient was an (B)(6) year old female that developed a subarachnoid hemorrhage (sah) intra procedure. Patient expired two days post procedure. Per physician it is unknown whether the merci device may have caused or contributed to the sah. It is also unknown whether the merci retriever v 3.0 firm may have caused or contributed to the patient death. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the patient outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.

Manufacturer narrative:
The manufacturing records for merci retriever v 3.0 fir, lot number, 34642, were reviewed and no anomalies were found that are related to this complaint.